Manufacturer narrative:
The omni-access sterile field post, 3/4 (10707) was returned for evaluation: the complaint reported by the customer was confirmed. The clamp was rotating in locked condition. Replacement of parts were recommended and estimate provided. Based on the evaluation by integra service and repair, it was determined that the root cause is most likely heavy wear and tear from rough and/or high volume use over time without sufficient routine preventive maintenance. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation.

Event description:
It was reported that the clamp on the omni-access sterile field post, 3/4 (10707) required repair as it was loose during anastomosis (kidney transplant). Staff continued to use the field post, exercising caution with the retractors. It was reported that there was a surgical delay of approximately 20 to 30 minutes, resulting in delay for kidney perfusion. The status of the patient post-procedure was unknown; however, no patient injury or death was reported.